Event description:
It was later reported that the patient showed symptoms of red pump site with opaque areas over it. The surgical repositioning of the device took place on 2013 (B)(6). The patient recovered without sequelae on 2013 (B)(6).

Event description:
It was reported that the pump was implanted in the patient¿s abdomen and was eroding through the patient¿s skin. Cultures were taken from the pump pocket site. A revision was performed and the pump was buried deeper and lower in the patient¿s abdomen. It was indicated that the issue was resolved. Patient outcome was reported as no injury. The device system delivered fentanyl, morphine and bupivacaine. It was later reported that the results for the cultures were unknown. The cause for the pump erosion was unknown. No further troubleshooting was needed. The reporter was unaware of how the patient was doing at the time of the report; however, the reporter stated that the therapy was not discontinued or altered and assumed that the patient continued to receive effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was later reported that examination and palpation on (B)(6) 2013 resulted in the diagnosis of the adverse event.

Event description:
Additional information reported the pump rotated in the pocket. There was a refill/program on (B)(6) 2013-10-07. During the surgical revision it was noticed the device suture had broken during implant.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).